Manufacturer narrative:
Additional information received indicates that this implantable device was explanted and received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received possible inappropriate anti-tachycardia pacing (atp) and six possible inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. This patient's af is medically managed, the patient may have off beta blockers for a couple of days leading up to this event. There is no evidence there were any actions taken for the device. The device remains in service. No additional adverse patient effects were reported. This ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD has been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received possible inappropriate anti-tachycardia pacing (atp) and six possible inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. This patients af is medically managed, the patient may have off beta blockers for a couple of days leading up to this event. There is no evidence there were any actions taken for the device. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received possible inappropriate anti-tachycardia pacing (atp) and six possible inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. This patient's af is medically managed, the patient may have off beta blockers for a couple of days leading up to this event. There is no evidence there were any actions taken for the device. The device remains in service. No additional adverse patient effects were reported. This ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD has been received for analysis.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as the device met spec. Additional information received indicates that this implantable device was explanted and received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.